Manufacturer narrative:
Received one 60-5274-132 in unoriginal packaging. Lot number was not verified. Performed a visual inspection, the black insulator on the electrode is frayed and peeling. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4) reports, regarding 14 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: misuse of this or any other electrosurgical device can result in a patient injury. Read and become familiar with all instructions and directions before using this device. During trocar insertion, always have the electrode tip covered to avoid potential damage to trocar seals and the electrode tip. Examine this device prior to use for damage. Do not use if damage is found. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the 60-5274-132-stealth 32 lhook lap elec pkg was being used on (B)(6) 2023 and the ¿insulation part of the electrode seemed to have fuzz looks like peeling.¿ there was no report of impact/injury, medical intervention or prolonged hospitalization to the patient. The procedure was completed with an alternate device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
Conmed japan reported on behalf of the customer that the 60-5274-132-stealth 32 lhook lap elec pkg was being used on (B)(6) 2023 and the ¿insulation part of the electrode seemed to have fuzz looks like peeling.¿ there was no report of impact/injury, medical intervention or prolonged hospitalization to the patient. The procedure was completed with an alternate device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.